Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Reportedly, the pump supplies needed to be changed however customer did not have new supplies available. Customer delivered a bolus to address bg levels. Ultimately, the customer changed the syringe needle and cartridge to resolve the issue.